Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this 5200 28 mm mitral ring was explanted due to unknown reasons. Implant duration of the valve was approximately five (5) months. The device was replaced with an edwards bioprosthetic valve. No other details available at this time.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No details regarding what issue warranted the intervention, or what comorbidities the patient has, were provided. A DHR review was performed and no related non-conformances were found. For products not returned, an engineering evaluation may be triggered if there is an allegation of a malfunction which could be related to a manufacturing non-conformance. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest a manufacturing non-conformance after an implant duration of 5 months. Additionally, there is no evidence of product failure with regard to design, reliability, or use error. Thus, an engineering evaluation will not be performed. Based on the information available, a definitive root cause cannot be conclusively determined.